Event description:
Information was received indicating that a pump with a cadd medication cassette attached was alarming and was locked, pump does not work. It was reported a visual inspection of the product identified excess material in the reservoir. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one device sample was attached and reviewed. Visual inspection of pictures received. The investigation found the complaint not confirmed due to no defect found. Based on evidence and investigation, the complaint allegation was unable to be determined.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(6), as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. One sample was received in used condition, decontaminated and inside in a plastic bag. The samples were visually inspected at 12 to 16 inches under normal conditions of illumination to detect sample conditions that could cause functional issues. The sample was received without the blue clip or white cap, no damage, kinks, or any discrepancies affecting its functionality were found. During the functional testing the sample was fully primed and connected without difficulty, the pump was set running and no disposable alarm was activated. The complaint was confirmed. The root cause was unable to be determined. Corrective and preventative action was opened to address the reported issue.